Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3 or 4. Concomitant products: 525cc mentor memorygel breast implant, catalog # smpx525, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 525cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade 3 or 4. The patient experienced tightness and hardness. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 21-nov-2019, mentor received the suspect medical device. On 22-nov-2019, mentor became aware that the patient has bilateral grade 2 ptosis, and the patient underwent unilateral replacement with like device on the right side. This medwatch report is for the right-sided implant. According to the information received, it was reported that the patient developed capsular contracture and anisomastia. During visual inspection of the device it was observed a tear in the posterior view, measuring approximately 4.0 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).